Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius and underweight. A visual and microscopic analysis was performed which identified: crease sharp opening on radius, stress marks and crease fold. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.